Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to pain and limited mobility. Original surgery date: (B)(6) 2011. Surgeon believes the event is unlikely related to the device or procedure. This event report was received through clinical data collection activities.

Event description:
Revision due to pain and limited mobility. This event report was received through clinical data collection activities.